Event description:
It was reported that the patient had a revision of their implantable neurostimulator (ins) system. Additional information was requested, but was not available at the time of this report.

Event description:
Additional information received reported that the event was caused by a loss of coverage. No abnormal impedance measurements were reported. It was noted that an x-ray was performed. It was further noted that a revision was scheduled and the subcutaneous leads were added. No patient injury was reported and the patient was not hospitalized.

Manufacturer narrative:
Lead model 39565-65, serial# (B)(4), implanted: 2011-(B)(6), explanted: na, recharger model 37752, serial# (B)(4), programmer model 37743, serial# (B)(4), adaptor accessory model 37092, lot# 283350001, implanted: 2011-(B)(6), explanted: na. (B)(4).